Manufacturer narrative:
The customer returned a meter. The complaint was not confirmed and no new issues or errors were observed, all results were within the range specification during control solution testing. According to the internal memory log, the customer received readings of "hi", 73 mg/dl, and 45 mg/dl within a 10 minute timeframe. Note: the meter display's "hi when a reading exceeds 500 mg/dl. For the purpose of utilizing the parkes error grid, any "hi" is assigned a value of 501 mg/dl.

Event description:
A customer reported receiving imprecise readings on his precision xtra/optium blood glucose meter. The customer reported obtaining the readings of "hi" mg/dl, 55 mg/dl and 74 mg/dl. The blood tests were performed within a ten minute timeframe. When plotting the readings against the averange on a parkes error grid, the results fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. There was no third party medical intervention reported. There was no report of death, serious injury or mistreatment associated with this event.